Event description:
A customer contacted beckman coulter inc. (Bci) in regards to observing failed qc on the immage 800 immunochemistry system. No operator exposure was noted.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2010. The fse inspected the reaction wheel and found fluid still inside the cuvettes after the clean cycle. Fse tried cleaning one cuvette and the cuvette overflowed. The fse replaced the filter in the cuvette wash tower vacuum line and was able to clean all cuvettes successfully. The qc results were low. The fse inspected the instrument further and found a drop of fluid that was accumulating on the tips of both of the reagent and sample probe. The fse then replaced the probes supply tubing, syringes, and t-valves. The fse then clamped the outlet of the internal probe wash value to isolate that area to check for a leak and found that it was leaking. Replacing the valve resolved the issue.